Event description:
It was reported that a user and caregiver experienced a temporary absence of dexcom g7 continuous glucose monitor (cgm) glucose readings on both the ilet and the paired mobile application, which resolved spontaneously before troubleshooting could begin. No clinical signs or symptoms were reported. Outcomes included no change in the user¿s condition, no medical intervention, and no hospitalization. User support included review of the reported signal-loss event and user education on device operation. Investigation of this case revealed a transient signal communication interruption to the ilet without persistent malfunction and with normal function restored, consistent with intermittent connectivity issues rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but most consistent with temporary signal interference.